Event description:
The patient called animas on (B)(6) 2012 stating that since starting on the insulin pump he has been having low blood glucose levels at around the 60 mg/dl range. The patient reportedly started on pump therapy a day before calling animas. He says he treats the blood glucose levels with carbohydrates and continues to eat and blood glucose levels continue to keep going back down. He has been in contact with his diabetes educator and has been decreasing the basal rate but it is still in the 60 mg/dl range and the patient has reportedly felt shaky with perspiration. He says he is going to turn off the insulin pump and talk to his diabetes educator the next day to possibly adjust pump settings further. He gets his blood glucose level to 120 mg/dl or higher based on his eating. This complaint is being reported because, the patient reportedly suffered symptoms indicative hypoglycemia after starting on pump therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.